Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated that the right ventricular (rv) lead had an additional complaint of high capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout the procedure.